Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. A worn out video connector pin was causing a loss of image whenever the pigtail was moved. This connector pin will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was experiencing connection issues during procedure preparation. According to the initial reporter, when the scope is connected, the connection is loose and the image isn't displayed properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the worn out video connector pins was long term use. Olympus will continue to monitor field performance for this device.